Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2019 around 2 pm with blood glucose over 450 mg/dl. The customer's current blood glucose is 173 mg/dl. The customer was treated with intravenous insulin drip and insulin pump. The customer reported that they had received the insulin flow blocked alarm. Customer reported that the event was resolved by changing complete set. Troubleshooting was done for high blood glucose and under delivery. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The product will not be returned for analysis.